Event description:
A complaint was received from customers that reported some of the sensors do not come out of the dex system. The customer also reported that because of a reading the pt was taken to the hospital. While on the phone review of the system was conducted as well as gathering other information relative to the hospitalization of the patient. The customer reported that the pt is a deiabetic who has high blood pressure and high cholesterol. The pt stated that a fasting test was conducted and a blood sugar results of 98 mg/dl was reported. The pt ate breakfast and began routine chores around the house. Sometime around noon the pt became unresponsive. An ambulances was called and a blood sugar reading of 23 mg/dl was reported. An IV sugar solution was administered but the pt remained unresponsive. At that time a blood sugar was conducted using the dex and results of 232 mg/dl was reported. At the same time a blood sugar was done by the paramedics and it barely registered at the lowest range of the meter paramedics for using. (Type unknown). The patient began to respond. A request was made to return system for evaluation in the meantime, a replacement system was provided.